Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implantation of this device in 2006 left only 7 available channels. In (B)(6) 2015, one more channel had to be disabled. Hearing ability is declining. Re-implantation is being considered.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient's report, the device was explanted due to declining hearing performance and the active electrode array being almost completely out of cochlea. In situ measurements and damages found at the reference electrode are indicative of bone growth around the reference electrode, which might have led to the reported decline in hearing performance. Furthermore, only 7 electrode channels were inserted into the cochlea at first implantation. Recently, the patient had an examination due to a perforated eardrum during which the physician manipulated the electrode lead and pulled few more electrode channels out of cochlea. CT scan performed afterwards showed only 4 electrode channels left in the cochlea. This is a final report.

Event description:
At implantation of the device in 2006 only 7 electrode channels were inserted in the cochlea. In (B)(6) 2015, one more channel had to be disabled. Hearing ability has declined. Afterwards, the patient visited the doctor who manipulated the electrode due to a perforated eardrum, which in turn worsened the impedances and pulled a few more electrode channels out of cochlea. A CT scan performed after the visit showed only 4 electrode channels left inside the cochlea. The device has been explanted on (B)(6) 2017 and patient has been re-implanted contralaterally.